Manufacturer narrative:
This is one of three medwatches being submitted. See also medwatch 2210968-2013-02318 and medwatch 2210968-2013-02319. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. It was reported that the patient also underwent a gynecological procedure on (B)(6) 2010 and another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation to treat stress urinary incontinence and pelvic organ prolapse. It was reported that after insertion patient experienced pain, erosion, recurrence, dyspareunia, vaginal scarring, urinary problems and neuromuscular problems. It was reported patient underwent mesh revisions on (B)(6) 2010 and (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02318 and medwatch 2210968-2013-02319 . The same patient is represented in each medwatch.